Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable neuro-stimulator (ins) for spinal pain. It was reported that the patient reported knocking their battery site against an object and feeling the battery move. She reported not getting effective therapy since the incident. All the impedances were noted to be good and x-rays confirmed the leads were in the correct position from implant. Two new programs were set that gave the patient appropriate coverage and the old programs were also noted to be working. The issue was noted to be resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.